Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2018 with the following findings: review of the black box revealed data from the date of the alleged issue had been overwritten. There was no evidence of short battery observed in the existing data. The pump powered on with the returned battery cap in place and was exercised without any duplication of short battery life. There was no damage, defect or contamination of the pump's interior components. Investigation did not duplicate the complaint.